Event description:
This case was reported by a consumer and described the occurrence of stroke in a (B)(6) male pt who rec'd super poligrip original denture adhesive cream (B)(4) cream for denture adhesion. A physician or other health care professional has not verified this report. On an unk date in 1994, the pt stated triple salt dental adhesive cream (dental). The pt reported that his dentures never fit properly from the time he first obtained them, so he would apply the denture adhesive in a thin bead around the dentures twice a day. He had to use it twice a day because his dentures would not hold in place (product complaint). In 2007, while on his way to his doctor's office, the pt experienced the right side of his face going numb and he could not talk. He reported that he looked like he had cerebral palsy because he was so uncoordinated. Pt reported that his left leg coordination was shot and his overall coordination was off. The pt was determined to have suffered a stroke. The pt was hospitalized for about 2 weeks. He underwent rehabilitation therapy and learned to walk with a cane. In 2007, the pt was diagnosed with neuropathy. He had been experienced numbness of his feet. In approx (B)(6) 2009, he experienced an abnormal sensation in his legs described as his legs turned to jello. As a result, the pt fell on his front porch and was unable to get up for 3 days. Consumer reported that he did not have any strength in his arms and that he was not talking clearly, and that his speech was garbled. The pt was hospitalized. The pt was treated with intravenous fluids. Diagnostic tests included magnetic resonance imaging (MRI). He was diagnosed as having suffered another stroke. He was discharged to home after about 2 weeks. Super poligrip original was continued. At the time of the report, the events are unresolved as the pt continues to have to use a cane to walk, is unable to walk up stairs, feet are numb and his coordination remains off.

Manufacturer narrative:
The purpose of this contact was to inquire about the media info related to super poligrip. The consumer spontaneously mentioned that he had had 2 strokes and neuropathy. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).